Manufacturer narrative:
Medivators field service engineer (fse) reported a facility was not using the correct hookups when reprocessing endoscopes in their dsd edge automated endoscope reprocessor. There is potential that endoscopes were not properly high-level disinfected, thus there is potential for patient cross-contamination. It was reported that the facility was using olympus suction cleaning adapter maj-222 instead of a dsd hookup during endoscope reprocessing with their dsd edge aer. The olympus suction cleaning adapter maj-222 is not validated for use with medivators dsd edge aer and should not be used for automated endoscope reprocessing. The dsd edge user manual instructs users to use only medivators supplied hookups with the dsd edge aer. The user manual also informs users to refer to the interactive hookup guide (hookup lookup) on the medivators website for help on hookup selection. It is unknown how long the facility was using incorrect hookups. Following this event, medivators clinical education specialist (ces) provided in-service training at the facility and covered proper reprocessing processes related to the dsd edge aer. The facility reported most of the staff in the department were new. Medivators provided in-service training at the facility when the machine was installed and another follow up in-service training in 2013. There have been no reports of patient harm. This complaint will continue being monitored in medivators complaint handling system.

Event description:
Medivators field service engineer (fse) reported a facility was not using the correct hookups when reprocessing endoscopes in their dsd edge automated endoscope reprocessor. There is potential that endoscopes were not properly high-level disinfected, thus there is potential for patient cross-contamination.